Manufacturer narrative:
Results: a review of the manufacturing records for the devices is currently in progress. Results - the imaging evaluation stated the contra-lateral limb was deployed approx 30mm proximal to the flow divider. There appears to be a thrombus like density within the trunk and the limb of the trunk, distal to the leading end of the contra-lateral limb. There appears to be contrast outside implanted devices and the origin cannot be confirmed with available images. Contrast appear distal to implanted devices, within both common and external iliac arteries. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to improper component placement and neurological damage.

Event description:
On approximately (B)(6) 2015 a patient underwent an endovascular procedure with gore® excluder® aaa endoprosthesis. After implanting the trunk ipsilateral leg endoprosthesis, the contralateral leg endoprosthesis was advanced and deployed on the right side. On the same day, a CT scan showed the contralateral leg endoprosthesis to be partially deployed into the main body of the trunk ipsilateral leg endoprosthesis, approximately 3cm above the flow divider, partially interrupting the ipsilateral leg blood flow. A partial thrombosis was also seen in the ipsilateral leg. Sometime following the procedure the physician indicated the patient had a problem walking.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and or require intervention include but are not limited to, improper component placement and occlusion of device.

Event description:
On (B)(6) 2015 a patient underwent endovascular treatment of unknown etiology with gore excluder aaa endoprostheses. On (B)(6) 2015 post-implantation images showed the contralateral limb to be deployed approximately 3cm proximal to the flow divider of the trunk-ipsilateral leg endoprosthesis and the ipsilateral limb was partially thrombosed. It was reported the device was unintentionally deployed too proximally, however this was not recognized during the procedure so there were no attempts made to reposition it. It was also reported the patient was having a problem walking after the procedure. The patient is being monitored.